Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire. The internal wires appeared to have come out of the insulation. The instrument failed the electrical continuity test. The wire was fully broken, and the internal wires were exposed. No thermal damage was observed near the base of the grip. Components adjacent to the broken wire did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during da vinci-assisted distal gastrectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have broken conductor wire. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. There was no loss of cautery. No thermal damage was noted. The procedure was completed with backup instrument. No fragment fell into the patient. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
The fenestrated bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.